Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se upgraded the software to the latest revision and upgraded the universal serial bus (usb) flash drive. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that when power was turned on, a ventilator screen froze. There was no patient involvement.